Event description:
The following has been reported: biomed reported: "screen turns on but no picture. No physical damage or cracks on screen." Patient harm: no. (B)(6) 2025 - biomed reported: [the screen] is showing white with 2 blue lines. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen no input). Unit started up with lcd screen not functioning properly. Removed and replaced lvds flex cable and screen error remained. Installed engineering test screen which tested ok. Internal investigation found front cover screw mounts broken/damaged, main pcba screw mounts broken/damaged, rear cover screw mounts broken/damaged, and handle assembly screw mounts broken/damaged. Lcd screen, front housing, handle, and rear cover will be removed and replaced during repair process. No other damage found.